Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and two shocks in a single episode. Review of the stored episode noted the rhythm was detected in the ventricular tachycardia (vt) zone at a rate of 197-221 beats per minute (bpm). Atrial fibrillation (af) was in progress at the time of the ventricular arrhythmia and successfully converted with the shock therapy. Therapy was noted to potentially be inappropriate for possible rapid ventricular response due to the atrial arrhythmia. No further assistance was requested. No adverse patient effects were reported. This device remains in service.